Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited a lead fracture. The patient experienced palpitations due to oversensing. The lead was explanted and replaced successfully and the patient was in stable condition post procedure.